Event description:
Procedure: colon resection. According to the reporter: the instrument would not open after being fired over the tissue. The instrument could not be laparoscopically removed. There was no blood loss greater than 250 cc. Operative time was delayed more than 1 hour.

Manufacturer narrative:
(B)(4).